Manufacturer narrative:
During a pci, the balloon of a cypher stent delivery system ruptured while inflated under nominal pressure. The target lesion was the proximal circumflex. The lesion was a de-novo, moderately calcified and slightly tortuous. Pre-procedure stenosis was 75%. Radial approach was chosen for the procedure. Pre-dilation and ivus were conducted and cypher select+ (3.0/13mm: complaint product) was delivered to the target lesion. When the balloon was inflated up to 10atm, contrast medium leakage was observed under cag and the physician confirmed the balloon of the cypher select+ ruptured. Therefore, the sds of the cypher select+ was retrieved from the patient without difficulty and post-dilation was conducted to further dilate the cypher select+ stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(4) 3.00 x 13mm was received coiled inside a plastic bag. The balloon was already inflated. Residues of inflation medium were observed in the inflation lumen. The sds did not show any damages. Pressurized water was applied to the catheter using an indeflator, and a leak was observed at the proximal area of the balloon. Sem results showed that the balloon external surface exhibited evidence of scratches. The balloon internal surface exhibited no evidence of damages. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. The unit was reviewed by the pet team, and it was concluded that there are controls to detect this type of defects. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause of the reported failure could not conclusively be determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (moderate calcification) may have contributed to the event.

Manufacturer narrative:
Concomitant medical products: guidewire: bmw, guide catheter: mach1, balloon catheter: trek, sheath: terumo. The product has been received for evaluation. However, the engineering analysis is not yet complete. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be reported within 30 days of receipt.

Event description:
The patient was a male, but his age was unknown. The target lesion was proximal circumflex. The lesion was a de-novo, moderately calcified and slightly tortuous. Pre-procedure stenosis was 75%. Radial approach was chosen for the procedure. Pre-dilation and ivus were conducted and cypher select+ (3.0/13mm: complaint product) was delivered to the target lesion. When the balloon was inflated up to 10atm, contrast medium leakage was observed under cag and the physician confirmed the balloon of the cypher select+ ruptured. Therefore, the sds of the cypher select+ was retrieved from the patient and post-dilation was conducted to further dilate the cypher select+ stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.